Event description:
It was reported that during the implant attempt, the active fixation lead would not stay in place in the right ventricle due to patient anatomy, and intermittent pacing was noted. After several attempts at repositioning the active fixation lead the physician placed a tined lead and inadvertently damaged the insulation of the active fix lead. The first lead was removed and the tined lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. There was blood/body fluid in the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, and the lead appeared damaged at implant.